Manufacturer narrative:
Concomitant product: d314trg, implanted: (B)(6) 2014. Product event summary: the lead was returned and analyzed. Analysis indicated that the interior svc (superior vena cava) defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that the patient received inappropriate therapy. It was also noted that there was oversensing on the right ventricular (rv) lead with pauses. The lead was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.